Event description:
It was reported that the patient's system controller was intermittently alarming that the black power cable was not connected while on either battery power or when on mobile power unit (mpu) power. The alarms persisted after cleaning the contacts on the batteries and battery clips as well as after exchanging both batteries and clips. The vad coordinator walked the patient's spouse through a system controller exchange. The patient received one additional alarm the following day which resolved after exchanging the batteries and battery clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnects alarms was confirmed via the downloaded log files. The downloaded log file revealed multiple intermittent atypical power cable disconnect alarms are captured throughout the log file on both the white and black power cables when connected to battery power. The alarms were associated white/black power cable faults. On (B)(6) 2025, 16:16:38 and 16:16:51 a no external power alarm occurs when the white power cable is disconnected while the black power cable was in an alarming state. On (B)(6) 2025, 20:18:06, both black and white power cables atypically alarm for a power cable disconnect resulting in an atypical no external power alarm. Despite these alarms, pump function was unaffected. The backup battery functioned as intended and supported the system without interruption. The driveline was disconnected on (B)(6) 2025, 20:27:05, consistent with the reported controller exchange. No other notable alarms were active in the log file. The system controller (B)(6) was returned for testing, functionally tested and found to operate as intended during analysis. The system controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Per initially provided information, the patient called the vad coordinator on (B)(6) 2025 at approximately 4 pm. The user was reporting "the black power cable on the controller was faulty". When connected to both batteries and wall power, the user would receive an intermittent power cable disconnect alarm. Multiple clips and batteries were exchanged however, the alarms persisted. The controller was then exchanged later; the exchange went as planned. However, the day following the exchange the user had another brief alarm, those clips and batteries were removed and new equipment was provided. After exchanging, clips, batteries, and a controller the alarms resolved. Multiple attempts were made to obtain additional information from the customer regarding the event (including relevant lot and serial numbers, if log files were available, and if product would be returned); however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate ii lvas instructions for use, section 7 ¿alarms and troubleshooting¿ and the heartmate ii patient handbook rev. C, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. Heartmate ii patient handbook rev. C cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.